Manufacturer narrative:
The customer was provided with a replacement glidescope spectrum smart cable, and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to duplicate the reported image issue. It was found that when the cable was manipulated near the hdmi connector, the image would show lines and static. Since the customer received a replacement, the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear and show lines intermittently when the cable was manipulated. The procedure was completed with another video laryngoscope system, which was made available within one (1) minute. No harm to the patient or user was reported.